Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 02/14/2014 with the following findings: the complaint was unable to be duplicated or confirmed. Review of the black box revealed a replace cartridge alarm on: (B)(4) 2014 at 18:40, deliveries resumed at 19:10; on (B)(6) 2014 at 21:23, deliveries were resumed 6t 21:37; on (B)(6) 2014 at 12:34, deliveries were resumed at 13:04. The total daily dose history appropriately reflected the user programmed basal rate. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the basal history does not match active basal program. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.